Manufacturer narrative:
The reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the battery reamer device started to run when set in forward and backward before the activation button was pressed. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Service review: a review of the service history record indicates that the device has not been serviced within the last year for a service condition that is relevant to the current reported condition. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device coupling tool side and motor were worn out. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.